Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-07691. It was reported that the patient was experiencing loss of therapy due to high impedance on their lead. X-ray revealed that the patient's other lead had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number:(B)(4).